Event description:
No additional information received according to the customer report tip of the needle found to be chipped during use.

Manufacturer narrative:
Pr 9566275 follow up for device evaluation it was reported the tip of the needle was found to be chipped. To aid in the investigation, one sample in an opened packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification, and then with a 30x microscope. The needle tip is not broken but has defective grinding. The four photos provided show the sample received. No other defects or imperfections were observed. This defect could occur during the cannula grinding process if the unit was not properly placed on the fixture. A device history record review was completed for provided material number 30521104, lot 1301729. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the needle point defect is confirmed.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
According to the customer report tip of the needle found to be chipped during use.